Event description:
The customer reported that erroneous (B)(6) results were generated on a unicel dxl 800 access immunoassay system used in conjunction with access (B)(6) reagent ((B)(4)) for eleven patients over multiple days. This report is one of eleven and represents the erroneous (B)(6) results for patient ten. The exact date on which the erroneous patient result was generated is unknown, and will be inferred as (B)(6) 2011. The initial (B)(6) testing of the patient sample resulted in a "(B)(6)" result. Repeat testing of the sample on the same instrument in a (B)(6) tube also generated a "(B)(6)" result. Repeat testing of the sample via an alternate methodology generated a "(B)(6)" result. The initial (B)(6) was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. No additional sample collection/handling information was provided by the customer. The instrument's (B)(6) quality control results were within customer established specifications during the timeframe of this event. An instrument system check performed prior to the event timeframe generated acceptable results. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. No definitive root cause was determined for this event to date. Mdrs associated with this event: 2122870-2011-03359, 2122870-2011-03360, 2122870-2011-03361, 2122870-2011-03362, 2122870-2011-03363, 2122870-2011-03364, 2122870-2011-03365, 2122870-2011-03402, 2122870-2011-03403, 2122870-2011-03404, 2122870-2011-03405.